Event description:
Alleged overinfusion. Patient was onoxycontin 35mg by infusionpump subcutaneously. It had been changed at 19:20hrs - by the afternoon the staff assumed that the pump was infusing well and could be checked an hour later. When the nurse checked again at 23:00hrs she noticed the light was off and the syringe was empty. She immediately called one of her colleagues to double check. The both confirmed the syringe was empty. The beeped the on-call sho who came immediately and gave an antidote. Obs done every 20mins. Initial obs were rr6, hr99, sats 94% on air bp 85/57 par score 4. Patient observed for further deterioration 02 at 31/min. Atsp by nurse - oxycontin 35mg was given over approx 2 hrs. Patient very drowsy - resp rate 6/min, pinpoint pupils. On-call sho gave 400mcg of naloxane IV. Patient became agitated, resp rate up and pupils enlarged. Has now settled. On examination the pump setting hand been changed to 60mm/hr instead of 2mm. It is unlikely that the nursing staff would have made this error as the pump had already been running accurately and it would have meant altering both digits on the setting. Obviously it is still possible, plus the family has been around constantly so it is also possible that someone may have tampered with it.